Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during the end of a laparoscopic procedure. The anvil was the circular stapler was still stuck and the section was not complete. The procedure was converted to open due to the device problem. There was tissue damage as a result of the problem. The incision was extended due to the product problem. In order to resolve the issue and complete the case, colic and rectal cup.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover and one of the retainer legs of the anvil was observed to be bent. A review of the device history record (DHR) indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use (IFU) of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the observed secondary anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.